Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the physician had an ncircle tipless stone extractor break upon opening of the package. One of the prongs were broken before use. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. A visual examination of the returned device noted that one of the basket wires has pulled out of the cannula. A review of the device history record found no non-conformances associated with reported failure. A complaint history search revealed this is the only complaint associated with lot number 8375246. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have had 1 of the 4 basket wires separated from the handle cannula that holds the proximal base of the basket together. Devices are inspected for damage and functionality prior to packaging. The observed damage possibly occurred during handling of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.